Event description:
As reporter by the user facility (translation of user facility): wrong or no volume infused. Infusion only runs seemingly. Bag is full, infusion runs. Device is standby. MFR ref #9610825-2013-00221.